Event description:
Pseudosepsis [inflammation]. Case description: spontaneous report was rec'd on (B)(6) 2011 from a healthcare professional regarding a pt, initials unk, who experienced pseudosepsis after starting synvisc. The pt rec'd treatment with synvisc "three yrs ago." The hcp did not report how many injections the pt rec'd. The hcp reported that the pt developed pseudosepsis after "repeat treatments" with synvisc (date not provided). The pt required treatment. The hcp reported that the pt required hospitalization. The product lot number was not reported. At the time of this report the outcome of the pt was unk. MFR's comment: the benefit-risk relationship of the product is not affected by the report.